Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was dropping clips. They completed the procedure with a new like device. There was no patient consequence reported. The device was disposed of.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis(B)(4)